Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 338940, serial/lot #: unknown/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was not benefiting from electrical therapy on the right part of the body during a follow-up visit with neurologist. The patient did not fall. The patient underwent surgery today to check the left lead integrity because the impedance measurement resulted in values around 3,000 ohm (out of range) and the patient did not benefit from electrical therapy. The lead was found to be broken near the connection to the extension - the inner wires were broken but the outer sheath was not. The lead was replaced with a new lead. The issue was resolved.